Manufacturer narrative:
Corrections: d1, g5 (PMA/510(k). Investigation conclusion: the customers reported complaint of the keypads being replaced due to devices not turning on was evaluated. Two out of the three keypads were confirmed to have a faulty system on key and a nonfunctioning ac indicator light. Various keys failed during functional testing. One keypad (s/n (B)(6)) had an intermittent ac indicator light failure. It was also observed to have various keys fail on the keypad. Test results identified 2 keypads failing to power on; various soft keys were observed to not function as intended. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10013664 and qty 2 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (1 and 20) associated with the system on key and various soft keys. During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 09may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 29oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.